Event description:
Since the ending of june I have been using the dexcom g7. I have many inaccurate readings, not notifying me of severe lows, sensor losing connection issues, and the device just not working after a few days.